Event description:
The technician performed an electrical safety test and found the ground resistance was high.

Manufacturer narrative:
The technician found the ground pin was bent on the power cord. The technician replaced the power cord plug to repair the bed.